Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that insulin pump had a haziness on screen. Insulin pump makes it difficult to see and read display. Insulin pump loses time and date settings and on one occasion. Insulin pump lost basal and bolus settings. Customer stated insulin pump was given random no delivery alarms and missing a seal near top of screen. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.